Event description:
It was reported there was a connection issue between the transfer set and patient line of the amia cassette; further described as "the male/female junction separated on the transfer set." This occurred when disconnecting from the patient line after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given a dose of ip (intraperitoneal) antibiotics after the transfer set was changed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace amia automated pd cycler set with amia automated pd set with cassette. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4) the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient connector was connected and disconnected by hand with no issue. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. The sample met specification. Should additional relevant information become available, a supplemental report will be submitted.